Manufacturer narrative:
Additional information added; section; b.5. (Patient/event information clarified/detailed). Correction; section; d.11. (Concomitant-disposable - mz1000-07 instead of previously reported mz1000). The customer's report of a leak at the filter was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No obvious damages or issues were observed. Dark colored dried fluid residue was observed within the ext 1 filter and around the filter weld. Functional testing was performed; fluid was pushed through and the fluid leaked out from the weld of the micron ped filter. No other leak was observed. Visual inspection under magnification of the filter observed one side of the top assembly to not be fully secured to the bottom assembly. No obvious damage or issue was observed. The root cause of the leak at the filter was a supplier issue of the ultrasonic weld area of the filter.

Event description:
It was reported that after the IV hydrocortisone was administered at 0400, an unspecified bag of fluid was hung to run over (30) minutes flushing the line. The nurse was then notified at 0410 that the blood had backed up into the set and was leaking out of the filter. The neonatal nurse practitioner (nnp) was notified and asked if the hydrocortisone dose needs to be reordered, to which the nnp said "no". The tubings were changed as well as the red cap. The event occurred in the neonatal intensive care unit (nicu IV). Although requested, there has been no definitive impact to patient response or additional event information made available to date. (Follow up reported that patient harm was noted as "unsure", when requested).

Manufacturer narrative:
Concomitant medical products: 20ml non-bd syringe, lot: 30004603; non bd bifuse extension set. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient was admitted on (B)(6) 2019. Although requested, information, race, ethnicity and relevant history were not provided.

Event description:
It was reported that after IV hydrocortisone was administered at 0400, an unspecified bag of fluid was hung to run over 30 minutes flushing the line. The nurse was then notified at 0410 that the blood had backed up into the set and was leaking out of the filter. The neonatal nurse practitioner (nnp) was notified and asked if the hydrocortisone dose needs to be reordered, to which the nnp said "no". The tubings were changed as well as the red cap. The event occurred in neonatal intensive care unit (nicu IV). Although requested, additional information was not provided.